Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired four to five clips and then locked out like the device was empty. The device opened as intended. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the (B)(4) device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No testing could be performed to evaluate the event reported due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.